Event description:
The complainant reported a patient presented for coronary artery bypass graft (CABG) was implanted with an impella cp device for mechanical circulatory support. During support, the patient underwent off-pump coronary artery bypass grafting x4. The patient was very labile coming out of or and experienced ventricular tachycardia prior to leaving the or. Frequent suction during hypotensive episodes, however blood and blood products were given. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.